Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that atrial oversensing and loss of capture were observed at this patient's last follow up visit. The clinical observations were still occurring and therefore, a revision procedure was performed. This atrial lead was surgically abandoned and replaced. It was noted that this lead had been implanted for nine years. No additional adverse patient effects were reported.